Manufacturer narrative:
It was reported that the stent did not expand. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the external sheath of the delivery system, was moving very well, but the stent stayed compressed (not expanded as always)", it is assumed that the stent was not expanded temporarily due to the strong pressure of patient's stenosis and other elements complexly. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.

Event description:
The stent was not expanded during the deployment. The user tried many times to close and open the delivery system, but nothing happened. The external sheath of the delivery system, was moving very well, but the stent stayed compressed (not expanded as always). The doctor fixed another appointment for the patient to fix a new stent.